Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4).the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed during evaluation. The cause of the damaged battery was determined due to be user error. The battery and battery harness were replaced to fix the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Similar reports have been received for the reported problem. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.